Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-05490, 3005099803-2009-05491, 3005099803-2009-05492 and 3005099803-2009-05493 for the other associated device information. It was reported to boston scientific corporation that five radial jaw 3 max capacity single-use biopsy forceps were used during a colonoscopy procedure performed on (B)(6) 2009 (patient age unknown, gender and weight are unknown). According to the complainant, during the procedure, the entire metal tip bent to an "l" shape while attempting to insert the device down the working channel of the scope. This occurred four more times with four additional instruments. The procedure was completed with a sixth radial jaw 3 max capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Since the initial medwatch report was filed, the device has been evaluated.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the clevis was bent. Functionally, a loop test was performed and the jaws opened and closed within specification considering the bent clevis. No abnormalities were noted with the device riveting and welding which were within design specifications. A v-gage test was performed and found the device to be out of specification. The condition of the returned incident device was consistent with the complaint that a bend was present. The most probable root cause is a manufacturing since the device failed the v-gage test due to the bent clevis. (B)(4).

Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-05490, 3005099803-2009-05491, 3005099803-2009-05492, and 3005099803-2009-05493 for the other associated device information. It was reported to boston scientific corporation that five radial jaw 3 max capacity single-use biopsy forceps were used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the entire metal tip bent to an "l" shape while attempting to insert the device down the working channel of the scope. This occurred four more times with four additional instruments. The procedure was completed with a sixth radial jaw 3 max capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.